Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event for error code c-00 & c-34. The fse replaced integrated electrosurgical unit (iesu) erbe per procedure. Isi received the erbe generator for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vision side cart (vsc) had c-00 and c-34 errors on the generator. The site had changed the monopolar cord and restarted the erbe generator with no change. Technical support engineer (tse) had site remove cables on back of the generator and connect only the rcb component and restart with no change. Site is going to try to complete case with bipolar. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue occurred during procedure and ports were placed. The procedure was completed robotically with the same esu/generator and with the bipolar cord since monopolar was not working. The system functionality was checked upon powering on the system. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit to perform failure analysis. The unit was analyzed, and failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The iesu has no significant scratches or dents. The front bezel is cracked on top left corner. The erbe is in good condition.

Event description:
Refer to h10/h11 for follow-up information.